Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
It was reported "notch on funnel and coude tip not aligned. The patient is running into catheters where the guide strip does not align with the tip"